Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting low shocking impedance measurements. It was also reported that a 'check shock lead' message presented. A boston scientific technical services consultant recommended bringing the patient in for additional troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the electrophysiologist brought the patient in and no further testing was performed. The physician plans to monitor the patient at regular intervals.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The previous clinical observations were unable to be confirmed.

Event description:
Approximately seven years later this device was explanted for an unrelated product performance issue and returned for analysis.